Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the shaft of the catheter was pulled out by the patient and broke. The missing pieces fell out of the patient on (B)(6) 2018.

Event description:
It was reported that the shaft of the catheter was pulled out by the patient and broke. The missing pieces fell out of the patient on(B)(6)2018.

Manufacturer narrative:
Received only the catheter, cut into 2 pieces, for evaluation. The sample was visually evaluated and it was observed that the catheter was broken at the catheter shaft. The surface was normal in appearance with the presence of typical jagged tearing which resulted from breakage of the catheter. The tearing looked like the shaft was pulled with external forced that could cause the catheter to break. The unit was inspected for the presence of oxidation, acid cuts, abrasions, external cuts or tears that could cause the shaft to break. None of those conditions were evident on the sample. The breakage did not occur as a result of any manufacturing process related cause. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[contraindications] 1. Method for use: (1) do not reuse. (2) do not rematerialize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use in patients who are or have been allergic to natural rubber latex." Correction: additional information.